Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. Transseptal puncture (tsp) was performed using a versacross system, and a 27mm watchman flx pro closure device was successfully deployed and released. After device release, the access sheath was pulled back across the interatrial septum. During the final post-deployment tee assessment, a pe that had not been present prior to the procedure was identified. The pe was noted at the end of the case, approximately five (5) minutes after closure device release and sheath withdrawal. A pericardiocentesis was performed and the procedure was concluded. The patient was admitted for monitoring and subsequently discharged the following day, with full recovery reported. Procedure was completed. Product return is not expected. It was further reported that no versacross device was inside the patient body when issue was noted nor any versacross device caused issue or malfunctioned during the procedure also no issue with transseptal. The patient was not hospitalized beyond standard care of time and was hemodynamically stable during the issue. No cardiac perforarion nor cardiac tamponade were identified. The patient was discharged on (B)(6) 2026. The patient required a blood transfusion in response to the event. A total of 900 cc fluid was removed, and blood color was dull.

Event description:
It was reported that pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. Transseptal puncture (tsp) was performed using a versacross system, and a 27mm watchman flx pro closure device was successfully deployed and released. After device release, the access sheath was pulled back across the interatrial septum. During the final post-deployment tee assessment, a pe that had not been present prior to the procedure was identified. The pe was noted at the end of the case, approximately five (5) minutes after closure device release and sheath withdrawal. A pericardiocentesis was performed and the procedure was concluded. The patient was admitted for monitoring and subsequently discharged the following day, with full recovery reported. Procedure was completed. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.